Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There is no allegation of visualization of particles or serious or permanent harm or injury. No medical intervention was required or specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There is no allegation of visualization of particles or serious or permanent harm or injury. No medical intervention was required or specified by the patient. On the previously submitted report, the patient identifier was entered incorrectly in section a, the serial number was entered incorrectly in section d, the incorrect reporter first and last name, reporting address, reporting city state, reporting state, and reporting address postal were entered incorrectly in section e, the incorrect manufacture date and device problem code were entered incorrectly. All of these fields were corrected on this report.